Manufacturer narrative:
Product analysis: analysis was able to confirm the sluggish performance; the hard drive was reconfigured and the software was reloaded and updated. Additionally, analysis confirmed that the programmer printed slowly; the logs were pulled and the programmer was able to print normally. Analysis was unable to confirm the programmer was freezing.

Event description:
It was reported that the programmer was lagging and freezing during an interrogation. Also, the programmer printer is slow and lagging. The programmer was returned for service. No patient complications have been reported as a result of this event.